Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be reproduced. However, evaluators did note that the unit was still equipped with the old version power switch and the connector socket was found worn out. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus evis exera iii xenon light source was presenting a b30 scope communication error. According to the initial reporter, the staff grabbed another unit to continue the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. It is possible that the b30 scope communication error was caused by a worn out output connector. Olympus will continue to monitor field performance for this device.